Event description:
It was reported that an infection was observed at the implant site. Manual compression of the implant site was performed to resolve the event. The patient was stable and there were no adverse consequences.